Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Following the pump start-up, the customer's time and date settings reset. The customer resumed insulin before noticing the time and date were incorrect. This led to an incorrect timed-setting basal rate being active, which caused the customer's blood glucose (bg) level to decrease to 49mg/dl. Reportedly, the customer consumed food to resolve bg level. The customer continued to use the pump for insulin therapy and also had manual injection supplies available.